Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia for more than 4 hours and under delivery. The customer reported blood glucose value of 354 mg/dl. The customer treated blood glucose with insulin pen/ manual injection. The event involved products mmt-7040a, mmt-1884, mmt-431aj, mmgt-342g. Troubleshooting was performed and the customer had been using the insulin pump within 48 hours of the reported event, and the auto mode feature was active at the time of the event. No further patient complications were reported. The products mmt-7040a, mmt-431aj, mmgt-342g will not be returned for analysis and the product mmt-1884 will be return for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08795 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 01/04/2025 to 01/16/2025 then 01/16/2026 to 02/21/2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#: (B)(6) event date of 02-jan-2026. There was no data available to verify pump error(s)/alarm(s) noted 2 days from the related svn#: (B)(6). Event date of 02-jan-2026 in the formatted history file. On the primary svn#: (B)(6). Event date of 18-feb-2026 and related svn#: (B)(6). Event date of 09-feb-2026, there were no unexpected alarm(s)/suspends recorded in the formatted history file. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6). Event date of 18-feb-2026 and related svn#: (B)(6). Event date of 09-feb-2026 listed on smartsolve due to insufficient data in the trace/history files. The pump successfully delivered a (B)(4) units bolus during the displacement test and a (B)(4) units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 2 days from the related svn#: (B)(6). Event date of 09-feb-2026 and 1 week from the primary svn#: (B)(6) event date of 18-feb-2026, these pump error(s)/alarm(s) were noted: low battery alert was found on: 02/09/2026 12:33:00.000. Replace battery alert was found on: 02/09/2026 22:04:00.000. Insert battery alarm was found on: 02/09/2026 22:10:18.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on 19-feb-2026 at 02:05:59.000. There was no power data available for the event date of 09-feb-2026. Unable to check power data for low battery alert and replace battery alert. No unexpected low battery alert and replace battery alert noted during testing. Sensorexpiredalert (794) was found on: 02/09/2026 09:12:42.000. 02/16/2026 11:42:09.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No sensor expired alert or unexpected sensor errors or anomalies were noted during testing. All buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.14 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The molding knit line damage (near the belt clip plate) was acceptable per case assembly cosmetic specification, (B)(4). The test sc1 cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/low bgs. Customer alleged for possible under delivery anomaly and keypad anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.